Manufacturer narrative:
Reliability analysis evaluated 3 random sealed reservoirs inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected toa new infusion set. Installed reservoirs and connector into a 7xxpump. Performed a manual prime and saw visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded and not air bubbles. (B)(4).

Event description:
The customer reported via phone call that they experienced air bubbles in the infusion set. The customer stated they did not receive any alarms. Customer's blood glucose was 455 mg/dl during the incident. Customer treated their blood glucose with a manual injection. The customer also stated the air bubbles were champagne sized. Customer stated the insulin pump was not rewound with the reservoir in place to create the air bubbles. Customer agreed to return the reservoir for analysis.